Manufacturer narrative:
Additional information: section h3. Device evaluated by manufacturer? Yes. Device evaluation: product evaluation was not performed because the product has not been received. The complaint issue reported could not be verified and no product deficiency could be identified. Manufacturing record review (mrr) : the manufacturing process record was evaluated and revealed that the product was manufactured and released according to specifications. A search of complaints related to this production order (po) was performed. The search revealed twelve (12) additional complaints were received for this production order. Due to the large number of complaints found for this po a failure investigation was initiate to further investigate. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
If implanted; give date: lens was not implanted. If explanted; give date: lens was not implanted, therefore not explanted. (B)(6). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It has been reported lens damaged. Customer confirmed that the lens was not in contact with the patient and the issue was noticed at first during handling but prior insertion into the eye but customer does not know anything else. No patient involvement reported. Customer has no further information than what has been provided.